Manufacturer narrative:
(B)(4). Date sent 12/2/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned with no apparent damage. In addition, the package opened was returned along with the instrument. During the visual inspection, no anomalies were noted on the tip of the needle. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and passed. The device was fully functional according to the manufacturing requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. During insertion, inspect the instrument handle to ensure that the ¿red safety indicator¿ slides proximally in the direction of the stopcock. This action retracts the blunt stylet and exposes the sharp needle tip for penetration. Do not attempt to use the endopath pneumoneedle if the blunt stylet does not retract into the needle sleeve. Once the blunt stylet is free of tension from the tissue, the ¿red safety indicator¿ resets itself back into the distal portion of the handle. Use appropriate testing to ensure that the endopath pneumoneedle is safely in the abdominal cavity. Once testing is completed, insufflate the abdomen. The event described could not be confirmed as no damages were observed and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot 688d03 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/9/2025 d4 batch # unk b3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a general laparoscopic procedure, there was no tactile feedback during tissue layer penetration. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent 11/3/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.